Event description:
Fluid warmer was pressurized to 300 mm/hg and door blew off, flying across the or suite. No one was injured, but the debris narrowly missed hitting the anesthesiologist. Device is approx 5 years old. MFR is replacing the unit and taking the device for evaluation.